Event description:
Same case as MDR ID# 2134265-2013-00232. (B)(4). It was reported that post a percutaneous coronary intervention treatment procedure, pinching of the arteries occurred. In (B)(6) 2010 the patient presented to emergency room with recurrent episodes of chest discomfort. The patient was diagnosed with unstable angina and was referred for cardiac catheterization. The 80% stenosed and 48mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 3.2mm. The target lesion was treated with pre-dilation and placement of a 2.50x28mm taxus liberte stent overlapping proximally with a 3.00x24mm taxus liberte stent, resulting in 0% residual stenosis. In (B)(6) 2012 the patient presented with chest pain and was diagnosed with worsening coronary artery disease and cardiac catheterization was recommended. The study stents in mid left anterior descending artery 'pinching' of diagonal was noted. 50% stenosis at the takeoff of 1st diagonal branch and 90% ostial stenosis in 1st diagonal were noted and treated with kissing balloon angioplasty, resulting in 0% residual stenosis in 1st diagonal branch and 30% residual stenosis in left anterior descending artery.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure the target lesion was a bifurcation, and the patient was discharged the next day on aspirin and prasugrel. During the event there was also a 50% bifurcated lesion, extending from proximal left anterior descending artery to 1st diagonal artery. The lesion was treated with kissing balloon angioplasty.

Manufacturer narrative:
(B)(4).